Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery percentage intermittently remained static at a value for multiple days, and subsequently the pump experienced intermittent shutdowns. The customer's blood glucose (bg) level subsequently increased to 582 mg/dl and a 43-44 mg/dl ketone level. Insulin was delivered via an insulin pen to address bg. The customer reverted to an alternate method of insulin therapy.